Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to the procedure and procedural factors (manipulation of the guide wire), patient factors (advanced age - 80 years) may have contributed to the lv perforation and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in the united kingdom, a transfemoral mitral valve in valve (sapien 3 in a surgical valve) was performed. The 29mm sapien 3 valve was implanted in the surgical valve. Post implant, a pericardial effusion was noted. The perceived cause was a wire perforation of the left ventricle (lv) with the guide wire. The patient was not for escalation and only for local measures which included pericardiocentesis. Despite the pericardiocentesis, the patient did not recover. It was reported that the left ventricle was 'adequately sized'. The death certificate listed the causes of death to be congestive cardiac failure, mitral valve disease, lymphoma, and percutaneous mitral valve replacement.